Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised due to multiple dislocations. Intra-operatively, the head was found to be pulled completely out of the poly liner and was articulating directly against the metal liner with the poly out of the acetabulum. Surgeon could not remove the well-seated metal liner but noted no burnishing or metallosis in the acetabulum.

Manufacturer narrative:
An event regarding dislocation involving a adm liner was reported. The event was confirmed by medical review. Product evaluation and results: not performed as the device was not returned. A review of the provided medical records and/or x-rays by a clinical consultant indicated. Cup malposition in excessive inclination and superficial placement contributed to an overload condition in the arthroplasty causing recurrent dislocation with the final dislocation being an intraprosthetic dislocation requiring revision surgery about which there is no info. Does the review identify any procedural related factors that contributed to the event? Cup malposition is excessive inclination and superficial placement. Does the review identify any patient related factors that contributed to the event? None, the degree of overweight is not very relevant for the failure mode. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The medical review concluded: cup malposition in excessive inclination and superficial placement contributed to an overload condition in the arthroplasty causing recurrent dislocation with the final dislocation being an intraprosthetic dislocation requiring revision surgery about which there is no info. No further investigation for this event is required at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to multiple dislocations. Intra-operatively, the head was found to be pulled completely out of the poly liner and was articulating directly against the metal liner with the poly out of the acetabulum. Surgeon could not remove the well-seated metal liner but noted no burnishing or metallosis in the acetabulum. Update 22 may, 2018: a medical review confirmed use of a trident shell and the malposition of this component. Conclusion of assessment: cup malposition in excessive inclination and superficial placement contributed to an overload condition in the arthroplasty causing recurrent dislocation with the final dislocation being an intraprosthetic dislocation requiring revision surgery about which there is no info.